Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that his blood glucose was 170 mg/dl and his sensor glucose was 97 mg/dl and climbing. Customer stated that the sensor is almost 100 points off and he is going to remove the sensor. Customer was offered to be sent 2 replacement sensors. Customer stated that he is out of town and is in a hurry because his phone battery is dying. Customer stated that he has one sensor that he has not used. Customer reported that he will remove the sensor that he is currently wearing. Customer's current sensor glucose was 129 mg/dl with double up arrows. Customer declined troubleshooting. Customer previously called and stated that when he changes the sensor, it goes 8-10 hours and then the readings drop. Customer stated that the pump going into threshold suspend. Customer has a low sensor reading of 69 mg/dl but his blood glucose is at 139 mg/dl.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. A visual inspection was performed on the sensor and found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was retuned opened and used. Analysis cannot confirm, perform or re-product skin irritation in the lab.